Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported from a literature article that a leadless pacemaker (lp) exhibited failure to capture, unable to implant, and resulted in pericarditis. The patient condition was unknown.